Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023 -00317-1. G2: foreign country: canada. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the lop wasn't high enough to occlude vessels and system error messages on one machine that have lead to unexpected outcomes. The lop was 100 mmhg different in each arm and then the screen flashed "system failure" and turned off. The event timing was during the beginning of surgery. There was no harm or delay reported. Diligence is complete.